Manufacturer narrative:
Concomitant medical products: 459888 lead, implanted (B)(6) 2016. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the night of the device implant, the patient received twenty five shocks for true ventricular fibrillation. All shock therapies were effective. In one of the episodes there was a brief r-wave double counting after the episode was terminated by the shock. The rhythm starts unstable, detects ventricular tachycardia/ventricular fibrillation and accelerates or breaks. The anti-tachycardia pacing therapy did not break the rhythm and was shut off. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.